Manufacturer narrative:
(B) (4). Physio control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device had the service wrench icon illuminated. Inspection of the device by physio-control service dept representative found fault codes logged in the memory potentially indicating a critical malfunction of the device. There was no report of patient involvement with this incident.